Event description:
Boston scientific received information that recurrent alerts were detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead as it exhibited high, out of range (oor) shocking lead impedance (sli) measurements. Boston scientific technical services (ts) reviewed remote patient monitoring system data and stated that sli has been on higher side with some increasing overtime. Also, troubleshooting options were discussed. The field representative stated that patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continued to be observed. Defibrillation threshold (dft) testing was performed and was successful at 26 joules and a shock impedance measurement of 84 ohms. The physician will continue monitoring. No additional adverse patient effects were reported. This product remains implanted and in service.